Event description:
It was reported that insulin gauge did not always accurately display correct amount of insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact, and no additional information or corrective actions were available.